Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 110-120mg/dl fasting. Verified the strips expire 05/31/2018. Customer confirms the strips are stored in the kitchen cabinet and were first opened in (B)(6) 2015. Reviewed meter memory: (B)(6). Customers is concerned with 299mg/dl on (B)(6) 2015. Adverse event not reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in progress.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 110-120mg/dl fasting. Verified the strips expire 05/31/2018. Customer confirms the strips are stored in the kitchen cabinet and were first opened in (B)(6) 2015. Reviewed meter memory (B)(6). Adverse event not reported.